Event description:
Unomedical reference number: (B)(4). Event occurred in united states. On (B)(6) 2024, patient reported that one infusion set fell off during use within 36 hours of use. Patient blood glucose at the time of use was noticed 320 mg/dl. Patient replaced infusion set and remained insulin successfully. No further information was available.